Manufacturer narrative:
Lead not returned for analysis, as it remains actively implanted, therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional information becomes available. No allegation our lead failed to meet its performance specifications or caused or contributed to the reported event. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2014 the customer reported their sales representative, called (B)(6) 2014 to report that he suspects one and/or both of these leads are fractured resulting in loss of capture. This patient went to the emergency room on (B)(6) 2014. Their heart rate had dropped to 27. Both the atrial ((B)(4)) and ventricular leads had an impedance greater than 3,000 ohms. The pacemaker was not sensing or capturing. The device remains actively implanted for approximately 8 years, 6 months.